Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after surgeon utilized instrument for impaction, nurse noticed a small crack on the sleeve of the hard bearing impactor when trying to disassemble instrument. No adverse event noted to patient. Attempts were made for additional information; however, none is available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified a crack at the attachment feature. Dimensional analysis identified that the anti-rotation gage did not conform to print specifications due to damage and the bore was undersized due to wear & tear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.